Event description:
Account alleged that the head of the bed will not raise.

Manufacturer narrative:
The technician found no issue with the bed, bed put back in service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.